Manufacturer narrative:
Unit has been returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 7/24/2018, and is being resubmitted on 4/23/2020 as the original report failed to go through. Lox stationary failed right after filled. The fill spout was leaking liquid and did not stop until the unit was empty. A technician poured a very small amount of water on the fill connector to make sure it wasn't frozen open. When that didn't work, they put a towel over it and moved it outside until it was empty. On (B)(6) 2018, procare re-filled the unit to be sure the incident was not a problem from filling. Procare experienced the exact same problem. Reservoir leaks liquid oxygen until it is empty.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." Unit was returned for evaluation. It was determined that the unit needs only to have its damaged qdv replaced, regular maintenance, and returned to service. The cause of the qdv leakage was the physical abuse to the portable release mechanism and the dented qdv which does not allow the teflon seal to seat properly.

Event description:
This report was originally submitted on 2/12/2019, and is being resubmitted on 5/14/2020 as the original submission failed to go through. Lox stationary failed right after filled. The fill spout was leaking liquid and did not stop until the unit was empty. A technician poured a very small amount of water on the fill connector to make sure it wasn't frozen open. When that didn't work, they put a towel over it and moved it outside until it was empty. On july 27 2018, (B)(6) re-filled the unit to be sure the incident was not a problem from filling. (B)(6) experienced the exact same problem. Reservoir leaks liquid oxygen until it is empty.